Event description:
Patient reported has had a couple needles that won't go in easily and feels like he has to put way more pressure and so doesn't use them. Patient thinks they were bent or something this has happened 2 times. Patient believes he received a bad batch of needles. Unknown if patient missed a dose, unknown product lot number/ expiration date, unknown if md is aware, unknown if defective product on hand for possible return, no adverse event reported. No further information provided. Strength/dose or amount/dose uni: pen needle 31g 5 mm 3/16 mini, indications: other osteoporosis without current pathological fracture; heart transplant status; age-related osteoporosis without current pathological fracture; age-related osteoporosis with current pathological fracture, unspecified site, sequela; other primary ovarian failure.